Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. A pseudoaneurysm is a leakage of arterial blood from an artery into the surrounding tissue with a persistent communication between the originating artery and the resultant adjacent cavity. This may occur after arterial puncture for a diagnostic cardiac catheterization or an arteriogram, but is more common after an arterial intervention. Catheter-directed interventions more commonly require larger arterial sheaths to be used, and the anticoagulation or antiplatelet agents that are administered can interfere with normal sealing of the puncture site. Some pseudoaneurysms resolve themselves, though others require treatment to prevent hemorrhage, an uncontrolled leak or other complications. Surgery is sometimes required.the edwards sapien 3 transcatheter heart valve (thv) and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., society of thoracic surgeons operative risk score =8% or at a =15% risk of mortality at 30 days). In this case, the cause of the pseudoaneurysm is unknown but may have been due to patient/procedural factors. There is no indication that pseudoaneurysm is related to an edward¿s; however, reporting of this event is being done conservatively. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As per article "right ventricular pseudoaneurysm after percutaneous tricuspid valve-in-valve implantation" reported by our european affiliate, post procedural implant of a 26mm sapien 3 valve inside a degenerated tricuspid bioprosthesis, valve in valve procedure, an echocardiography showed a pulsatile fluid collection in communication with the right ventricle close to the ventricular pacing lead. Multi-slice computed tomography (msct) confirmed the presence of a pseudoaneurysm. A msct at 9 days post procedure showed an increase in pseudoaneurysm size. Surgical repair was successfully performed with a double patch (dacron + bovine pericardium) and ¿¿u¿¿ crossing points in the patch. The sapien 3 26mm valve was successfully implanted. Per article, the likely mechanism for the pseudoaneurysm was increased pacemaker lead tension resulting from fixation of the ventricular lead between prostheses. Prevention of this complication requires careful positioning of the valve, leaving sufficient slack between the tricuspid ring and the point of the right ventricle.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.